Event description:
It was reported that this pacemaker was part of the system due to infection and erosion. Reportedly, the pacemaker was protruding through the skin and visible. A transesophageal echocardiogram (tee) was performed on the patient and then a full system explant was done. No adverse patient effects were reported. The pacemaker was explanted.